Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('perforation (other) please describe and state the location of the perforation: bladder, colon'), bladder perforation ('perforation (other) please describe and state the location of the perforation: bladder, colon'), device dislocation ('migration'), adenomyosis ('adenomyosis') and cerebral haemorrhage ('brain bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced coeliac disease ("celiac disease"). In (B)(6) 2009, the patient experienced adenomyosis (seriousness criterion medically significant) and cervicitis ("endocervicitis"). On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant), bladder perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), iron deficiency anaemia ("anemia/ chronic anemia"), crohn's disease ("type of autoimmune diagnosed: crohn's disease"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), incontinence ("bladder or urinary problems or changes incontinence"), urinary tract infection ("uti"), vaginal infection ("vaginal infections/ vaginitis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("gi conditions/ gastrointestinal or digestive system condition type: irritable bowel"), alopecia ("hair loss"), gingivitis ("dental problems gengavitis"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menometrorrhagia ("menometrorrhagia"), migraine ("migraines/ headaches"), cerebral haemorrhage (seriousness criterion medically significant), seizure ("seizures"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), depression ("depression"), cystitis ("bladder infection") and hypersensitivity ("allergic or hypersensitivity reaction ") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the large intestine perforation, bladder perforation, device dislocation, genital haemorrhage, iron deficiency anaemia, crohn's disease, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, incontinence, urinary tract infection, vaginal infection, vaginal discharge, fatigue, irritable bowel syndrome, alopecia, gingivitis, hormone level abnormal, headache, nausea, weight increased, uterine leiomyoma, menometrorrhagia, migraine, adenomyosis, cerebral haemorrhage, seizure, anxiety, post-traumatic stress disorder, depression, cystitis, coeliac disease and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, back pain, bladder perforation, cerebral haemorrhage, cervicitis, coeliac disease, crohn's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingivitis, headache, hormone level abnormal, hypersensitivity, incontinence, iron deficiency anaemia, irritable bowel syndrome, large intestine perforation, menometrorrhagia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, seizure, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the plantiff received treatment for genital haemorrhage, menorrhagia, metrorrhagia, iron deficiency anaemia, crohn's disease, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection. Discrepancy noted in insertion date: (B)(6) 2006 and (B)(6) 2007. Salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (partial) is mentioned in pfs but the plaintiff states that essure is not removed. Concerning the injuries reported in this case, the following ones were confirmed in the patients medical records : menometrorrhagia, uterine leiomyoma, adenomyosis, irritable bowel syndrome, vaginal bleeding, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received : reporters added. Events added- vaginal haemorrhage, uterine leiomyoma, bladder perforation, large intestine perforation, menometrorrhagia, migraine, adenomyosis, cervicitis, cerebral haemorrhage, seizure, cystitis, coeliac disease, hypersensitivity. Event ¿gastrointestinal disorder¿ updated to ¿irritable bowel syndrome¿. Event ¿bladder disorder¿ and ¿urinary tract disorder¿ replaced with ¿incontinence¿. Event ¿psychological trauma¿ replaced with events ¿anxiety, depression, ptsd¿. Event ¿tooth disorder¿ updated to ¿gingivitis¿. Everity of abdominal pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding') and crohn's disease ('type of autoimmune diagnosed: crohn's disease') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), crohn's disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, iron deficiency anaemia, crohn's disease, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, crohn's disease, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: the plaintiff received treatment for genital haemorrhage, menorrhagia, metrorrhagia, iron deficiency anaemia, crohn's disease, psychological trauma, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Model number updated to ess205. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, iron deficiency anaemia, crohn's disease, psychological trauma, device dislocation, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.